Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported unknown number of false negatives for unknown number or patients. It is unknown whether the patients were symptomatic or asymptomatic. Customer communicated that the results were confirmed positive by pcr testing. Attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.